Manufacturer narrative:
As of the date of this report the device has not been returned due to it being implanted in the patient. A DHR review could not be completed as the batch number of the screw is not known. The patient did not have any pain and the surgeon was not planning on revising.

Event description:
During a six week post-op appointment on (B)(6) 2019 it was discovered through an x-ray image that a screw had allegedly disassociated. There is no patient pain and no plans for a revision surgery.